Manufacturer narrative:
(B)(4).

Event description:
A sensor wire (serial number (B)(4)/lot number 5222286) was returned for evaluation. A visual inspection was performed and the sensor wire and housing puck are missing from the sensor pod. The customer complaint was confirmed. A root cause could not be determined. It is unknown if the returned sensor is the sensor at fault.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor wire was inserted into the abdomen on 03/01/2017. No injury or medical intervention was reported. Upon further contact, patient's mother reported that the patient felt the insertion process did not feel normal after depressing the plunger and retracting the collar. Patient did not attempt to insert the transmitter after sensor insertion or attempt a sensor session, as she knew it did not go in correctly. Patient's mother stated they have been using dexcom for 5 years and patient is confident in her abilities to insert the sensor. No product or data was returned for evaluation. The reported issue could not be confirmed. A root cause was not determined.